Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population."

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and oversensing. Additionally, it was noted that the smartpass feature was off at the time of the episode. It was determined that this s-ICD system is working as intended and no programming changes were made. The plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported. Explanted due to battery replacement (ert).